Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was discontinued. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on that same day. The cause of the peritonitis was not reported. Treatment was not reported. On an unreported date the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h12f21082 and h12e07067 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.